Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup.